Event description:
Same patient as 2134265-2011-00129. It was reported that following a coronary artery stenting treatment procedure, the patient experienced restenosis. Lesion 1 was a bifurcated, long lesion located in the proximal left circumflex and extending to the distal left circumflex with 90% stenosis and was 26 mm long with a reference vessel diameter of 3.7 mm. The physician treated the lesion with direct stent placement of a 3.5 x 28 taxus liberte stent, placed just distal to the takeoff of the obtuse marginal (om). The stent was deployed at 12 atm and repeat angiography was performed. This showed evidence of residual disease at the site of the takeoff of the om with a "slight haziness suggestive of the possible presence of a dissection in that area." This was treated with a bail-out 3.5 x 8 mm taxus liberte stent placed in a overlapping fashion. Residual stenosis was 0%. The patient was discharged on aspirin and prasugrel in (B)(6) 2010, the patient presented with substernal chest pain. Admission ECG showed sinus rhythm and serial cardiac enzymes were negative. Myocardial perfusion imaging demonstrated a small area of reversible anteroapical ischemia. Coronary artery bypass grafting (CABG) was recommended. In (B)(6) 2010, the patient underwent CABG including lima to lad, reverse svg to distal lcx, and reverse svg to om1. The patient was discharged to a rehab facility on aspirin and prasugrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).